Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device was explanted due to a hematoma. An infection was suspected thus the whole system was explanted, but upon additional review no infection was identified. No additional adverse patient effects were reported besides the revision procedure.